Event description:
It was initially reported that the patient has been sick for the last three weeks with a bacteria infection, which was unrelated to the vns. His throat was hurting so bad that he would not eat and he was admitted to the hospital for the infection about 3 weeks ago and was discharged. The patient was again admitted to the hospital for the pain in his throat and because he would not eat. The hospital was to be running diagnostics for further information. A search in the manufacturer's programming history database resulted in the last known diagnostics through to date of implant to be within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.